Event description:
Patient reported the infusion device displayed an e7 electronic error while in the run mode. She replaced the battery and battery cover but was unable to clear the error message. Further, she found the check button on the infusion device does not function. The infusion device was requested for evaluation. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. E7105 errors were found in the history. Due to a user error during the cartridge change, the insulin pump correctly triggered the e7105 error messages. The analysis of the history gave evidence that the cartridge was introduced into the cartridge compartment while the pump drive was performing a rewind, or the cartridge was not removed before the rewind started. The functionality of the buttons was tested successfully and complies with the product specifications.